Manufacturer narrative:
(B)(4). Sample to be returned to the manufacturer.

Event description:
It was reported that in the operating room during insertion the user felt resistance at around the tip of the sheath and had difficulty advancing sheath in the vessel. The user stated, they are suspicious the insertion difficulty was caused by the bigger gap between the sheath tip and inserted dilator. As a result, a new kit was opened. The second sheath was successfully inserted into the same insertions site as the first. The user performed a cut-down before insertion. No health injury was reported.

Manufacturer narrative:
(B)(4). The sample was returned with the dilator fully inserted within the sheath. Spots of dried blood were noted on the sheath and dilator. The sheath hub and dilator hub appeared typical. The sheath tip appeared typical. The dilator tip was noted damaged. Some clear fluid was noted on the interior of the sheath sidearm. The outer diameter of the dilator tip measured 0.061in and did not meet specifications. The inner diameter of the dilator tip measured 0.031in and did not meet specifications. The dilator was easily inserted and removed from the sheath. The sheath was inserted into the t-tube and pressurized to 200mmhg. The sheath and sidearm did not leak. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. See other remarks section. Other remarks: conclusion: the reported complaint of "insertion difficulty" is confirmed. The dilator tip was found damaged upon return which pote ntially may have caused insertion difficulty. (B)(4) was previously opened to investigate this issue. Corrective actions have been established for this issue on 03-jun-2016, and this device was manufactured prior to the release of those corrective actions.

Event description:
It was reported that in the operating room during insertion, the user felt resistance at around the tip of the sheath and had difficulty advancing sheath in the vessel. The user stated, they are suspicious the insertion difficulty was caused by the bigger gap between the sheath tip and inserted dilator. As a result, a new kit was opened. The second sheath was successfully inserted into the same insertions site as the first. The user performed a cut-down before insertion. No health injury was reported.